Event description:
It was reported that the patient received inappropriate shock for rhythm that accelerated from a vt-1 monitor zone into the vt-2 zone. Programming changes were made. The patient was doing great afterwards.